Manufacturer narrative:
Investigation date: (B)(6) 2016. An investigation of kangaroo epump was performed for the reported condition of, ¿the customer reports that the unit does not alarm when the line is occluded.¿ the unit was triaged and the reported condition was confirmed. The alarm function of the unit was not working due to the unit¿s cpu; cpu was defective. The unit¿s cpu was replaced to correct the problem. The unit was then fully tested and recertified; unit passed all testing. Kangaroo epump was manufactured in 2011. A device history record review of the unit indicates the device was released meeting all manufacturing specifications.

Event description:
It was reported to covidien on (B)(6) 2015 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit does not alarm when the line is occluded.